Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's right hip was revised after patient complaint of pain and instability following a fall. Rep confirmed nothing was observed loose or broken intra-operatively. A well-fixed shell and two screws, elevated rim insert and ceramic head were revised. A portion of a screw which had broken during the primary implantation was left in the patient. Rep provided usage sheets for the primary and revision and confirmed that no further information will be released by the hospital or surgeon.